Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm which generates when a power failure was detected. Blood glucose level of the customer was 120 mg/dl. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No pump error 24 noted during testing or in device history files. (B)(4).